Event description:
Patient had medtronic stimulator system and was switched by his physician to an ans stimulator system. Patient complains that ans device doesn't hold a charge and requires more recharging, and "doesn't seem to work as good as" the medtronic device. Patient was planning on having his ans device removed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).